Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approx. 13 and 15 cm distal to the is-1 connector pin) and a deformed outer conductor coil (approx. 17 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported lack of atrial output and failure to pace. The measurements during the electrical inspection were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Device was explanted due to a lack of atrial output and failure to pace when needed. Lead dislodgement was suspected but confirmed not to be the case, and the physician felt that the device was related to the issue. No adverse patient events were reported. Should additional information become available, this file will be updated.